Manufacturer narrative:
Updated lot number.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. Revision njr index no: (B)(4).